Event description:
The implant card reported that the generator and lead replacement occurred on (B)(6) 2015. The hospital reported that the generator was discarded since there was not a defect with the generator, and the surgeon did not request it to be sent back for analysis. It is assumed that the lead was discarded as a result as well, since it was requested for return but no products are available.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently reported the date of surgery incorrectly. Suspect device explant date, corrected data: the supplemental report #1 inadvertently reported the date incorrectly.

Event description:
It was reported that the patient was scheduled for lead replacement. During surgery on (B)(6) 2015, both the generator and lead were replaced. The generator was replaced prophylactically. The explanted products have not been received to date.

Event description:
It was reported that the vns patient¿s device showed high impedance. No patient adverse events or trauma were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.